Event description:
It was reported that during the procedure this right atrial (ra) lead exhibited high thresholds after the lead was fixed. Additionally, the helix mechanism could not be extended after the lead was repositioned. The lead was replaced to complete the procedure. No adverse patient effects were reported. This lead is expected for return.